Manufacturer narrative:
No excessive "no delivery" alarmed during testing. The pump passed rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump alarmed unexpected restart after removal and installation of the battery due to leaking voltage. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 300 mg/dl. The patient stated, she had multiple delivery alarms the past month and it has increased. The customer also stated that there is an unexpected restart alarm that occurred. The customer stated that she is using the same insulin for manual injections, so she stated that the insulin is not the problem. Customer was advised to discontinue use of the device and to revert to a backup plan.